Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. No product sample was received; therefore, visual and functional testing could not be performed. No serial number was provided. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
Per medwatch received: many epidural pumps were not delivering the volume of drug that is programmed to be delivered. Cassette manufacturer response for fentanyl 2mcg/ml - ropivacaine 0.1 percentage 200ml cassette. They investigated pumps, no errors found and cassettes with this particular lot number were released to use. Device malfunction was noted that the device did not do what it was supposed to do. There were no reports of patient harm. Additional information received from the customer: no clinical injury was reported and did not contribute to any injury. The physician restarted the epidural with a different cassette.